Event description:
It was reported during routine follow-up, the device could not be interrogated. Patient was asymptomatic. The device was explanted and the patient is in a stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No communication could be established with the device upon receipt. Low battery voltage was observed. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.